Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii xenon light source switched to a random emergency lamp. No error message was displayed. The lamp used by the customer was not an olympus lamp. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned, therefore a final root cause was unable to be determined. However, it is likely the following led to the malfunction: from the investigation, it is probable that the main lamp does not light normally because non-olympus lamp is used, and that the emergency light shift into random. Olympus will continue to monitor field performance for this device.